Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation attached to an implant removal tool, and with a removed contour abutment. Visual inspection of the as returned product identified wear and debris (dried blood and bone residue) around the implant threads and vent. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The product matched print specifications where measured against drawing. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medwatch reports were submitted for this event in error. There is no allegation that the device malfunctioned. Although, the implant was removed after three years, based on available information, it was not identified if the implant caused or contributed to the unknown eye problem. Attempts will be made to obtain additional details. Based on the available information, this event does not meet re[portability requirements. No further medwatch reports will be submitted for this event unless additional information is provided and assessment determines that the event meets reportability requirements.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed at the request of the patient. Patient claimed that the implant was causing eye issues. Tooth location 14.